Event description:
The monitor was not used until (B)(6) 2017 in a trepanation surgery. Before the surgical procedure, the respective couplings (electrical current, cable pac-1) were made, the monitor was turned on without finding any difficulty or inconsistency. After spending about five minutes, the monitor emitted a loud sound as an alarm. It was disconnected and connected again; it was turned on waited a few minutes to see if the monitor presented the sound again. Seeing that nothing happened, the surgical procedure was started, cleaning was done, incision was made and the procedure was performed. "Trepanation of the skull fixes the screw of the sensor, the doctor inserted the ventricular catheter, proceeded to calibrate the catheter but at the moment of connecting it, the monitor again emitted the alarm and the screen started to turn itself off and without being possible to calibrate the catheter. Immediately ,the monitor was changed and the catheter was calibrated without any problem. There was no patient injury reported. There was no delay in surgery.

Manufacturer narrative:
Integra has completed their internal investigation on september 21, 2017. Results: evaluation of returned device; the reported failure was confirmed; during the service evaluation, it was identified that the monitor emitted a loud sound as alarm; the monitor failed on icp pressure readings during the incoming test and alarm sound during testing due to faulty icp flex cable. The complaint can be closed as valid based on the service report. Future complaints will continue to be monitored and trended. DHR review; no anomalies that could be associated with the complaint incident were observed. Complaints history; a minimum of 12 months¿ review of mpm-1 monitor complaints was completed using the following key words ¿unable to calibrate the catheter ¿ device not working¿ and ¿faulty icp flex cable¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 21-sep-2016 to 21-sep-2017. A total of (B)(4) complaints were reviewed of which this is the (B)(4) complaint that contained the search criteria; conclusion: the failure analysis investigation has concluded the cause of the mpm1 monitor failure was due to faulty icp flex cable.